Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. This MDR is being filed based on an investigation finding that changed the reportability. Device evaluation: a device history record review was completed for provided material number 38183414 and lot number 5126230. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. The photo displays the unit containing media indicating use. The adapter does not appear to be seated on the grip, it is slightly advanced and the needle is piercing through the middle of the catheter tubing. The reported complaint was confirmed. This damage may occur during manufacturing. When the adapter is loaded to the grip, it is possible that incorrect equipment settings may cause a catheter spear through. A 100% vision system inspection and quality control plan visual inspections are performed to mitigate the occurrence of this defect. Additionally, this also may occur during use if the needle is inserted at an angle or if the needle is slid up and down the catheter during insertion. Since the unit contains media, this most likely occurred during use. If this had occurred during manufacturing, the damage would have been evident before use. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No other damage was identified from the photograph. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of damage. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
The investigation findings indicate that the needle pierced the catheter. The customer reports that the catheter was bent. It was reported that we have received several complaints from the healthcare team regarding the performance of the device during venipuncture. According to the professionals, the angiocath has presented difficulty in progression, with frequent reports that the catheter ¿bends¿ during the puncture attempt. This situation ends up making venous access impossible on the first attempt, resulting in multiple punctures in the same patient. Date of identification of the occurrence; it occurred on several days. When was the occurrence with the product identified (before starting the procedure, during handling of the product by the professional/user, during use on the patient, or after use on the patient)? During use on the patient was there any harm to the patient, healthcare professional, user, or others? (Provide details); in addition to discomfort and additional risk to the patient, the problem has generated significant waste of materials, since angiocaths that present this complication become unusable, directly impacting the institution's costs. Was medical and/or surgical intervention necessary due to the incident (imaging tests, surgery, administration of medication, etc.)? (Provide details); no.